Event description:
It was reported that the patient with this neurostimulator was experiencing a lack of efficacy from their therapy. The patient stated that they had tried multiple programs and adjustments prior. The patient stated that their symptoms were worse than before their therapy and was using more pads at night. The patient was experiencing urinary incontinence. The patient rejected decreasing their stimulation. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this neurostimulator was experiencing a lack of efficacy from their therapy. The patient stated that they had tried multiple programs and adjustments prior. The patient stated that their symptoms were worse than before their therapy and was using more pads at night. The patient was experiencing urinary incontinence. The patient rejected decreasing their stimulation. The patient was later admitted to the hospital after experiencing frequent urination and severe dehydration. The patient was cleared of any strokes. Their blood pressure was low, but they got it under control. The patient believed that their stimulation settings would help with their frequency, but they had tried several settings in the past without relief. The patient wanted to assess further in person. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.